Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was having glare and halos. The iol was exchanged for monofocal intra ocular lens 7 months 1 week 5 days following the initial implant procedure. Clinical reason is patient experiencing dysphotopsia. Additional information has been requested.